Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite cleaning the pneumatic tap area and trying multiple cartridges, the issue remained unresolved, and the customer requested replacements. Technical support guided the customer through loading a new cartridge and decided to send additional cartridges as a goodwill gesture. As a backup, multiple daily injections were suggested, and the issue was escalated for further assistance.